Event description:
The patient reported 2 years ago, catheter became attached and that was resolved. The pump delivered morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4): conclusion - no longer applies.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown.